Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that would not inflate. A revision surgery was performed, during which the physician confirmed fluid loss within the system due to broken tubing at the connection near the left cylinder. During attempted inflation, the pump bulb remained flat. The reported cause of the issue was attributed to the tubing being broken or disconnected, resulting in system fluid loss. It was further indicated that air was observed within the device. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404155, serial number: n/a, batch/lot number: 659558002, model/catalog description: reservoir 65 ml pc/iz, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, fluid leak, hole/perforated, collapsed/dimpled/flat, air in system/component and disconnection are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.